Event description:
Information was received from a health care professional (hcp) via a manufacturer's representative regarding a patient who was receiving bupivacaine 10 mg/ml at a dose of 2.403 mg/day and morphine 15 mg/ml at a dose of 3.604 mg/day via an implantable pump for non-malignant pain. It was reported on (B)(6) 2016 that a motor stall was seen at initial interrogation and that the patient recently had an MRI. It was indicated that it had been more than two hours since the patient exited the MRI field, and that reading the logs showed that the motor stall occurred on (B)(6) 2016 at 9:10, and that it did not recover until (B)(6) 2016 at 10:55. It was noted that the patient stated that the MRI was being done due to withdrawal symptoms. No symptoms due to the motor stall were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.